Event description:
It was reported that the a probe activated automatically and needed to be replaced. Once replaced the problem was solved.

Manufacturer narrative:
It was reported that the probe powered on automatically (with no foot switch or hand switch used). It also occurred when the shaver was used. Replaced the probe could solve the problem. During testing a ¿did not work¿ condition was confirmed as the returned unit did not activate during the operational simulation performed. However, even though the continuous activation was not replicated during testing, a possible contributor that could have caused the unit to continuously activate during surgery was observed. The initial test performed was a visual inspection and analysis of the activation history of the returned unit. The lumen was bent in an angle not compatible with a stryker bender, indicative of excessive torque forces exerted on the tip of the probe. No visual wear/scratch marks were observed on the insulation, lumen or ceramic. Saline water residue was observed on the bottom of the handle, all around the base (outlet) of the communication cable and suction tube. The suction tube is missing and not returned with the probe. The returned unit was activated for cutting tissue only at least 46 times or more, which is the maximum activation instances it records, for at least 127 seconds before the condition was observed. The returned unit was dissected to verify the electrical connections. Inside the handle, saline water, humidity inside the button domes, saline water residue and rust was observed which indicates that saline water accessed the inside of the probe reaching the electrical connections which could have caused the unit to malfunction during surgery. No abnormal condition was observed in terms of assembly of the wire connections, wire arrangement with the e-prom pins, green clip and red cable connection. It is possible that during surgery, the suction tube was inadvertently pulled hard enough to detach it from the probe (the unit was returned without the suction tube) causing saline water ingress into the handle accessing the electrical connections, pc board and button actuators inside the handle. The fluid (saline water, tissue and/or blood) presence inside the handle, will provide an energy path in between the electrical connections and even though the buttons might not be pressed at the moment, a continuous activation condition may be observed. Only the ceramic tip is intended to be submerged in liquid. Therefore, the most probable cause for the reported condition is identified as water ingression due to a user related error of detaching the suction tube during surgery. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the a probe activated automatically and needed to be replaced. Once replaced the problem was solved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.